Event description:
It was reported that the air control unit (acu) had experienced watchdog failures multiple times, the primary audible alarm had alarmed, and several other errors had occurred. Per reporter, this event had occurred during power on. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the presence of acu watchdog failure, and primary audible alarm power on self test. Functional testing was performed and the reported issue was confirmed. The cause of the reported issue was identified to be a faulty main board. The main board was replaced to address this issue.